Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 2 weeks after the dental implant and denture were placed in ada site 30 in the mouth, the implant had not achieved integration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 2 weeks after the dental implant and denture were placed in ada site 30 in the mouth, the implant had not achieved integration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).